Event description:
It was reported that the customer's insulin pump had reoccurring motor error during the rewind process. Troubleshooting was performed. It was stated that the device passed the displacement test then failed three times after trying to rewind. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.